Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a sleeve gastrectomy procedure, after the first firing of the device, malformed staples were noticed on the proximal one-third of the staple line. Some bleeding was noticed which was controlled using clips and fibrin sealant. There was no adverse consequence to the patient. The device was discarded.